Event description:
The patient experienced lack of therapeutic effect. Impedances greater than 10000 ohms were noted. The implantable neurostimulator was reprogrammed multiple times. The leads were replaced. Afterward, the patient continued to experience lack of effect. The leads were replaced again (please reference mfg report # 3004209178-2009-01510). The patient had 2 implantable systems see also mfg report # 6000032-2009-01661.